Manufacturer narrative:
B3 date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working. The device would not inflate. The ipp is currently implanted, and the revision surgery is already scheduled. There were no patient complications reported.